Manufacturer narrative:
The customer from outside the united states reports observation of discordant elevated results for samples from five patients when running ca 19-9 lot 521 on the advia centaur xp analyzer. The initial results were not reported to the physician(s). The samples were repeated on an alternate method and lower results were obtained. There is no indication of a cancer diagnosis with the patients. The interpretation of results section of the advia centaur ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer from outside the united states reports observation of discordant elevated results for samples from five patients when running ca 19-9 lot 521 on the advia centaur xp analyzer. The initial results were not reported to the physician(s). The samples were repeated on an alternate method and lower results were obtained. There is no indication of a cancer diagnosis with the patients. There are no known reports of patient intervention or adverse health consequences due to the discordant, ca 19.9 results.

Manufacturer narrative:
Initial MDR 1219913-2023-00172 was filed on aug 18, 2023. Additional information ¿ sep 14, 2023: a customer from outside the united states reported the initial issue as five samples that recovered higher with advia centaur ca 19-9 kit lot 521 than with the alternate method ca 19-9 assay. Because there is no indication of a cancer diagnosis with these 5 patients the customer believes the alternate method ca 19-9 assay results, which are within the normal range, are correct. None of the samples were retested with the advia centaur ca 19-9 assay so we do not know if the higher results were repeatable or due to a pre-analytical/sample integrity issue. The customer was not able to provide the patients' medical status, other than the testing was for physical examination, or a list of medications/supplements the patient was taking. Reagent and instrument issues were ruled out based on quality control (qc) recovery within acceptable ranges and no issues were reported with other patient samples. The expected values section of the advia centaur ca 19-9 instructions for use (IFU) indicates 3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the advia centaur ca 19-9 instructions for use (IFU). States: ¿warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient¿s clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers¿ assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results.¿ based on the available information, the cause of the discordant result cannot be determined but hsc cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Return of the patient samples for further investigation is not possible due to china custom issues. The customer is operational.